Event description:
Procedure: total gastrectomy/r-y. According to the reporter: originally, laparo total gastrectomy was planned to perform and eeaorvil25 was set in the esophagus. Since the tissue was adhered, the procedure was converted into open. After that, the surgeon erroneously attempted to connect the eeaorvil25 to eea2535 stapler, but could not. Therefore, the surgeon cut the esophagus and set the anvil of eea2535 stapler to perform anastomosis. There was tissue damage.

Manufacturer narrative:
(B)(4).